Manufacturer narrative:
The esu was thoroughly inspected/tested. A technical safety check was performed on the generator. This included an electrical safety check, a functional check of each of the equipment's features, and a power output check. All features were/are functioning properly within specifications for the device. No anomalies were found in the review of the unit's device history record (DHR). In conclusion, no equipment problem was found that would have caused or contributed to the event. Based upon the description of the event, once diathermy was applied, combustion occurred due to flammable vapors from the gauze soaked disinfectant or the activate electrode came into direct contact with the soaked gauze. There are warnings in the erbe esu user manual addressing these issues. Additionally, there are warnings in the product information for disinfectant as follows ''flammable. Do not bring into contact with flames or switched on electrical heating sources. When using thermocauters or other electrical devices, ensure that they dry off sufficiently." No trends have been identified with this incident. Erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that a patient incident occurred with the electrosurgical unit (esu/generator) during an excision in the axilla to treat acne inversa. The esu was used with an erbe electrode pencil (part number 20190-065, lot number unknown), as well as a nessy omega return electrode (part number and lot number unknown). The settings were swift coag mode, effect 8. When the user activated the esu, a combustion/fire occurred in the direct vicinity of the operative site. Specifically, the fire was on a compress/gauze soaked with a highly flammable (alcohol based) disinfectant (kodan forte) that was laying on the patient's thorax. As a result, the patient suffered 2nd to 3rd degree burns/necrosis on the thorax as well as on the left pectoral and axilla. The burn was white in color and approximately 7 x 2.5 cm with a 1 cm depth in size. To address the issue, surgery was required to remove the necrosis/lesion and the patient's hospitalization was prolonged. Note: the esu was distributed by our parent company (erbe elektromedizin (B)(6)) to a (B)(6) medical facility.